Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported that physician was unable to locate or remove the eversense sensor during the removal procedure on (B)(6) 2025. Despite using tools such as a magnet and manual examination, the doctor could not find or feel the sensor.

Manufacturer narrative:
Inability to remove the sensor is a known and anticipated potential adverse effect. User reported an unsuccessful removal attempt of the sensor sn (B)(6) on (B)(6) 2025. The sensor's site is the right upper arm. It was confirmed that an incision was made to attempt to remove the sensor. Despite using tools such as a magnet and manual examination, the doctor could not find or feel the sensor. As a result, the physician decided to leave the sensor implanted and closed the incision. The user wanted to know if it is safe to leave the sensor in place for extended period. User was advised that while the eversense sensor is intended to be removed at end of sensor life, it has undergone biocompatibility testing and meets the requirements of a permanent implant, and therefore it should not cause a biocompatibility concern if left in a patient. However eversense is not labeled as a permanent implant and that is not the intended use, so user would have to make arrangements to have the sensor removed. At the time of the call, the user was doing fine with no complications reported. No further information could be gathered due to lack of response from the user despite making multiple follow up attempts. B4.date of this report 26 july 2025. G3. Date received by the manufacturer? 26 july 2025. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.